Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73b2200288 was manufactured on 02/09/2022 a total of (B)(4) pieces. Lot was released on 02/22/2022. DHR investigation did not show issues related to complaint. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the staple was jamming. A new stapler was used. The patient's condition is unknown.

Event description:
It was reported that the staple was jamming. A new stapler was used. The patient's condition is unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi hout magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 31 staples remaining in the cover block, indicating that at least 4 staples were fired by the end user. The sample appeared used as there was biological material present on the device. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first staple prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Nc 100007311 has been initiated by the manufacturing site to further investigate this issue. Additional testing was not required as a part of this complaint investigation. Per DHR the product visistat 35r 6/box lot # 73b2200288 was manufactured on 02/09/2022 a total of (B)(4) pieces. Lot was released on 02/22/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the misalignment of the first staple prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple was jamming. A new stapler was used. The patient's condition is unknown.